Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the cadaver truck imaging device was showing green status with the navigation device before a motion calibration. The imaging device lost green line status after the calibration. The medtronic representative noticed that the mobile view station (mvs) tab had the entire ip configuration field missing (not empty, just physically not there). Logging in with the biadmin instead of biuser resolved the issue. There was no patient present when this issue was identified.